Manufacturer narrative:
Our reliability assurance laboratory was granted temporary access to the explanted device. Visual inspection noted that the there were holes in the lv ring, a ring and df- sealplugs. Interrogation noted that the battery status was eol which was declared on (B)(6) 2007. The device was returned to the patient's attorney. No additional information is available at this time. If additional information becomes available, the event will be reopened. This device is included in the 6/23/05 and 5/12/06 physician communicated advisory populations. Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) which is included in this advisory population retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction. New information indicates that this device has been explanted for an unknown reason. At the time of explant there were no product performance allegations reported. The patient or a representative for the patient has retained an attorney and recently submitted paperwork as part of the litigation process. Boston scientific has no specific information as to whether there were any adverse effects. This device is part of the mid-life display of replacement indicators product advisory population.